Event description:
Patient was referred for generator replacement due to eos and due to malfunction open circuit. A review of device history records was performed and revealed that the generator passed quality control inspection prior to distribution. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further information was received noting that the patient had a full replacement (generator and lead) due to high lead impedance. The explanted products have not been received by product analysis to date. No other relevant information has been received to date.